Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that some time ago while sleeping they had a blood glucose (bg) of 38mg/dl. The patient stated the symptoms were unknown as they were asleep. Customer support (cs) advised patient to monitor and follow up with healthcare professional if additional assistance is needed. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
Follow-up #1: date of submission 11/002/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: the black box starts on 2015-09-21. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.